Event description:
The device was used during a colectomy procedure. Reportedly, the unit went into electrical fault due to a faulty cable. The procedure was converted to an open procedure because the hospital did not have another cable on hand to complete the case.